Event description:
Litigation alleges that patient experienced pain, swelling, inflammation, and lack of mobility. Patient was revised on the right hip (reported in a separate complaint), but there is no mention of revision on the left hip. ***update: 1/6/12 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated ions. **update** 1/22/13 - plaintiffs preliminary disclosure form was received, which identified correct date of revision and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient experienced pain, swelling, inflammation, and lack of mobility. Patient was revised on the right hip (reported in a separate complaint), but there is no mention of revision on the left hip. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated ions.